Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI : (B)(4). Concomitant medical products: associated products : item#: 42500606002; femur cemented (ps) standard right size 6; lot#: 64285069. Item#: 42540200026; inset all-poly patella cemented 26 mm diameter; lot#: 64441710. Item#: 42532006702; tibia cemented 5 degree stemmed right size d; lot#: 64271562. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been requested by the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00326.

Event description:
It was reported that patient underwent initial total knee arthroplasty approximately 15 months ago. Post-operatively the patient started to feel pain. When some load was applied to the joint, it became over-extended from about 15 to 20 degree and valgus condition. Subsequently, the originally implanted ps 10mm articular surface was replaced with cps 14mm articular surface.